Event description:
It was reported the device displayed the end-of-life message and it is unknown if the device depleted prematurely. The patient is not receiving therapy. It was also reported that the patient had an unrelated surgery and did not place device in surgery mode as recommended. The patient's ipg is completely dead l and therefore the ipg was deemed inoperable. As a result, surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. Correction - section b1 - product problem checked. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.